Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequent menses"), menorrhagia ("menorrhagia"), postoperative adhesion ("adhesions"), cyst ("cyst"), colitis ulcerative ("ulcerative colitis") and dysmenorrhoea ("dysmenorhea") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (right salpingectomy, hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, polymenorrhoea, menorrhagia, postoperative adhesion, cyst, uterine leiomyoma, colitis ulcerative and dysmenorrhoea outcome was unknown. The reporter considered colitis ulcerative, cyst, dysmenorrhoea, menorrhagia, pelvic pain, polymenorrhoea, postoperative adhesion and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted on essure insertion date (B)(6) 2015 patient needs additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received. Previously reported event "injury" updated to " pelvic pain¿. New event polymenorrhoea, menorrhagia, postoperative adhesion, cyst, uterine leiomyoma, colitis ulcerative was added. Patient¿s date of birth was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.